Event description:
It was reported, the patient never had therapeutic effect, experienced overstimulation, shocking/jolting sensation, and stimulation in the wrong location. The patient¿s lead was placed epidural anterior and possibly intrathecal in surgery. The patient had general anesthesia so no testing was done. Post-procedure, the patient described the impedance check as ¿blowing his leg off.¿ stimulation amplitudes could not be increased higher than 0.2 volts without a painful sensation down his leg and into his stomach. The patient¿s amplitude was set at 0.1 v, but after running this it also became intolerable with stomach and groin pain. The patient turned his device off when he left the hospital on monday night and tried to adjust settings at home until (B)(6), when he called a manufacturer representative for help. The patient¿s implanting physician was notified and he had the patient come into the clinic on (B)(6), for x-rays. At that time the lead was seen on lateral as anterior. The physician also thought it might be int rathecal although he reported never seeing cerebrospinal fluid (csf) during the case. From an anterior-posterior view the lead looked slightly right of midline and at t12-t11 level. It was noted the patient had chronic pain in his right leg. A lead revision was planned for (B)(6); the implanting physician might try repositioning the wire at that time or he may switch the patient to a paddle lead. It was noted, the patient¿s other existing lead was still working well for his arm pain. Additional information received four days after the scheduled revision reported, the revision was not performed because a dural tear was seen. The physician repaired the tear and a new lead would be placed (B)(6). Additional information received one day after the lead revision reported the patient was implanted with a 2x4 paddle lead. The patient had great stimulation coverage at 2.5 amplitude. The patient was happy when he left after surgery and he would be seen as needed.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3986a70, lot# n248538, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3986a70, lot# n248538, implanted: (B)(6) 2011, product type lead. Correction: please note conclusion code no longer applies to this report.

Event description:
Additional information was received from the patient. It was reported that a lead was added to target a new area in the legs. The patient didn¿t know the date other than a couple years prior to (B)(6) 2017, but said that (B)(6) 2013 sounded right. A lead was placed on (B)(6) 2013 and during this procedure the patient¿s spinal cord was punctured that the patient began leaking spinal fluid. To fix the leaking spinal fluid issue, this lead was removed about a week later. About two weeks later, a replacement lead was put in, but it was not the lead the patient wanted. A surgical lead was placed on (B)(6) 2013. It was noted that these were some of eight surgeries the patient had because of the ins, including the implant surgery. The patient could not recall eight surgeries and noted that it may have only been five. Refer to manufacturer report #3004209178-2017-04666 for the report of another one of the surgeries specified by the patient.